Event description:
The customer reported, a "boot error." We will consider that the customer experienced a problem during device start up. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported, a "boot error." We will consider that the customer experienced a problem during device start up. There was no report of pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.